Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for difficulty removing the gripper line and gripper line tear. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4. The mitraclip was implanted without reported issues. While establishing gripper line removability, the gripper line had been carefully uncovered. During removal, approximately 5cm was removed when unusual resistance was met, a small jerk was felt, and the gripper line was observed torn. The gripper line released and was removed without further issues. No gripper line remained in the anatomy. The clip remained implanted, reducing the mr to grade 1-2. There were no adverse patient effects nor any clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported issue of a gripper line break during removal was confirmed, however, the difficulty met while removing gripper line could not be tested due to returned condition of the device (the clip delivery system was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty met while removing gripper line in this incident could not be determined. The gripper line break during removal is a cascading effect/ procedural condition of difficulty met while removing gripper line. There is no indication of a product quality issue with respect to manufacture, design or labeling.